Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 312 mg/dl. Patient administered 3 units of humulog insulin. While at the doctor's office patient had a reaction and their blood glucose was 74 mg/dl. Patient ate peanut butter and drank orange juice. Patient is 6 1/2 weeks pregnant and their doctor admitted the patient to the hospital. At the hospital the suspect device read 125 mg/dl and a hospital meter was 90 mg/dl for comparison. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.